Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation:visual analysis of the returned device identified; the weight the device within specification, crease flat, deformation, non-penetrating nick and was observed after autoclave: cloudy color and voids. A microscopic analysis was performed which identified, nick striated. Based on the device analysis the final assessment is: a nick striated due to surgical tool scratch like. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation was due to capsular contracture baker grade IV and "hematoma". This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture baker grade IV and "hematoma". Device has been explanted.